Event description:
It was reported to medtronic minimed that the customer noticed scratches on the case of the pump and alleged on the blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was reported that the damage was affecting/impacting pump functionality. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Customer reported labeling/packaging issue. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No damage or missing serial number label noted during visual inspection. The pump was received with a scratched case. The pump powered up properly after battery installation. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored and no blank display noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 22-apr-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: 04/21/2025 14:30:00.000 replace battery alert was found on: 04/22/2025 00:01:00.000 replace battery now alarm was found on: 04/22/2025 00:32:00.000 04/22/2025 00:42:00.000 upon checking on the power data/detail trace file, low battery alert, replace battery alert and replace battery now alarm were expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected low battery alert, replace battery alert and replace battery now alarm noted during testing. Sensorerroralert (801) was found on: 04/19/2025 14:01:19.000 04/20/2025 02:01:19.000, 04/20/2025 02:11:00.000 04/20/2025 14:31:17.000 04/21/2025 04:31:24.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a broken belt clip rails. Cosmetic damage was confirmed at the case of the pump during analysis. Cosmetic damage at the serial number label was not confirmed. The pump passed all the required testing. Customer alleged for blank display was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.